Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of loose component - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material me2010 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd maxguard extension set had a loose tubing clamp. The following information was provided by the initial reporter: me2010 tubing clamp not clamping as it should and allowing medication, diprivan, to leak out.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.